Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing pocket nerve stimulation when a right ventricular (rv) lead warning was triggered due to a polarity switch. When the rv lead was programmed into bipolar configuration, the lead was unable to capture. On chest x-ray, it was noted that the rv lead had an insulation breach and possible fracture due to clavicular crush. A decision was made to move forward with extraction of the lead. During the procedure, the physician had difficulty removing the lead from the header block. Once the lead was removed, the physician attempted to insert two different stylets into the lead. Both stylets were unable to pass through the lead pin area. In addition, the lead would also not retract when an attempt was made to unscrew it. The physician felt that there may be a possible grommet or setscrew problem with the implantable pulse generator (ipg) that caused the suspected lead pin damage so the decision was made to also remove the device. Both a new rv lead and ipg were placed during the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.